Event description:
The customer reported that a monitor fell from its mount and is damaged. Neither pt nor user was harmed.

Manufacturer narrative:
(B)(4). The customer reported that a monitor fell from its mount and is damaged. Neither pt nor user was harmed. The limited available info is that the mount was not a philips distributed mounting option. Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.